Event description:
A facility reported unusual inflammation with five pts. They investigated multiple products. Cause of event is unk. This is one of five medwatch reports filed. MDR # 1644019-2006-00003, 1644019-2007-00017, 1644019-2007-00018, 1644019-2007-00019.

Manufacturer narrative:
Findings: lot numbers were not provide, nor any additional information regarding the 5 pts with reported inflammation. Also, they have been using the same cleaning method for their instruments for the last 8 yrs. We are unable to determine the root cause in this investigation. No further action will be taken. An ophthalmic industry task force was formed to help determine possible causes involved with the industry-wide increase in tass observations observed in 2006. Following issuance of a final report from this committee at about 6 months later stating that no specific product could be identified as a cause for tass, a special report was issued from the ascrs and asorn (american society of ophthalmic registered nurses) entitled, "recommended practices for cleaning and sterilizing intraocular surgical instruments" as a guidance to help prevent single-facility outbreaks related to contaminated/degraded instruments. Tass first aid kit was sent to this facility.